Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "iabp was inserted, placement was confirmed angiographically. Iabp turned on & the top 1/4 of balloon wouldnot inflate. Manual inflation attempted. Iabp removed & upon inspection, top of balloon still wrapped tight. New iabp device used". No patient injury or consequence reported. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If additional information is received, this complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc; some buckling was noted to the teflon sheath extrusion. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key to 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 0.4cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 81.5cm from the iabc luer due to the blocked central lumen. Blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon would not inflate" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a re-view of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "iabp was inserted, placement was confirmed angiographically. Iabp turned on & the top 1/4 of balloon wouldnot inflate. Manual inflation attempted. Iabp removed & upon inspection, top of balloon still wrapped tight. New iabp device used". No patient injury or consequence reported. The patient's current condition is "unknown". At the time of this report, the customer has not returned our requests for additional information. If additional information is received, this complaint file will be updated.